Event description:
It was reported that the right ventricular (rv) lead had a warning for low impedance. It was noted that the lead trend showed the minimum impedance was above 300 ohms. It was also indicated that the patient had electrocautery the day of the lead warning. The rv lead will continue to be monitored and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45 implantable pacing lead (B)(6) 2008. (B)(4).